Event description:
Baxter sales representative reported to baxter corporate product surveillance a clearlink continu-flo solution set in which a no flow was observed. According to the report, the clearlink on the lowest y-site would not allow for flow to be established when pushing medication through it. The facility indicated that cleansing with an alcohol swab will allow for flow to be established. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample returned for evaluation. The sample arrived out of the pouch spiked into a full 250ml 2b1322 0.9% sodium chloride solution bag. The sample was removed from the solution bag and spiked into an in-house 1000ml solution bag containing reverse osmosis water. The sample was re-primed and checked for flow. An in-house (B)(4) secondary set also spiked into an in-house 1000ml solution bag containing reverse osmosis water was attached to the bottom y-site. The sample was then checked for flow. The remaining two y-sites were also checked for flow using this test method. All three y sites also functioned as designed with normal flow noted. Therefore, the reported condition was not confirmed. An assignable root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.